Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope had a white bar in the left corner of the image causing a poor quality image. The malfunction occurred during a liver resection therapeutic procedure. There were no reports of patient harm and the procedure was able to be completed using the same device.

Event description:
No additional information was received.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, cause was not established for white bar in the left corner of the image causing a poor quality image. The most probable cause of this complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.